Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing integrity counter (sic) showed an increase in short v-v intervals on the right ventricular (rv) lead. Noise and inhibition of pacing was also noted on this rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.